Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported, that an unknown normed tarsal web plate was implanted on an unknown date. The exact reference number is unknown, it is assumed that a plate with the reference number 28.14.001 or 28.14.002 was used. Tarsalis locking and standard screws were too short for the surgeon, so he used alps foot 2.7 screws that were longer. Off-label use. As the implantation date is unknown, the awareness date was taken as occurrence date.

Manufacturer narrative:
DHR review: the DHR check could not be performed as the lot number was not available. Trend analysis: a trend analysis could not be performed as no specific reference number was provided. By this time no further complaint was reported to zimmer (B)(4) concerning the normed webfix plate ref. (B)(4). Compatibility check: the surgical technique tarsal web fix plates 2.7 / 3.5 states the compatibility of the webfix plates with normed 2.7 / 3.5 standard and locking screws. The compatibility with other company's products is not stated in the surgical technique. Review of incoming information: it was reported that the patient was implanted a normed webfix plate ref. (B)(4). The surgeon wanted to fix the plate with tarsalis locking screws and standard screws, but tarsalis screws are only available in the range 8mm to 30mm. The surgeon wanted to use longer screws, so he used alps foot system 2.7 screws, which are available in the range 10mm - 50 mm. Alps foot system is not manufactured by normed. This means an off label use. No further documents were provided. Review of internal documents: the surgical technique tarsal web fix plates 2.7 / 3.5 states the compatibility with normed forefoot system 2.7 / rearfoot system 3.5. The surgical technique tarsal web fix plates 2.7 / 3.5 states the compatibility of the webfix plates with normed standard and locking screws. The compatibility with other company's products is not stated in the surgical technique. Based on the given information and the results of the investigation, we were able to identify a specific root cause for this issue. The reported case is an off-label use. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).